Event description:
The customer originally reported that their device had logged some event codes and the screen was blank when powering the device on. After a device evaluation by physio-control, it was observed that the device was locking up upon boot up. There was no patient use associated with the reported issue.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue. Upon further evaluation, it was observed that the user interface pcb assembly would cause a device lock up. Physio-control replaced the user interface and system controller pcb assemblies and observed proper device operation through functional and performance testing and the device was returned to the customer for use. The removed pcb assemblies were further evaluated in the failure analysis center. The cause of the reported issue was determined to be a thermally sensitive integrated circuit chip, designator u2 from the user interface pcb assembly. The ic u2 was also causing the reported event codes.